Manufacturer narrative:
(B)(4). The handpiece was received disassembled with the nose cone detached returned. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: was the handpiece housing broken and visibly open? According to the report, it was just a crack and the housing was not open. This analysis is based on an image send by the account and is not of the instrument. Image 1: the image provided by the customer was that of an hp054 disassembled. Image 2: this image is of a close up of the an hp054 nose cone. The image shows a crack in the nose cone. Image 3: this image is of a close up of the an hp054 nose cone, showing the crack. Image 4: the image appears to be of the inside of the nose cone where the crack ends. It is nearly impossible to identify a root cause from an image. A likely cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.

Event description:
It was reported that during an unknown procedure, a crack was found on the housing of the handpiece. Another device was used to complete the case. The number of remaining uses of the hand piece was unknown. There were no adverse consequences to the patient. No device will be returning.